Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the time/date goes to default for pump model: 12am 01/01/200x when battery is removed for less than 24 hours, and that the patient is reporting blood glucose values between 30 to 40 mg/dl range in early morning. The time/date issue is not being reported because the pump displays the verify screen after a battery change and per IFU the time and date must be set to confirm the verify screen. This complaint is being reported because the patient experienced hypoglycemia.